Event description:
Fell and fractured left hip. Bipolar cemented arthroplasty prosthesis surgery. Developed antibiotic resistant staph infection within two weeks after surgery. Pt has never recovered and is confined to a nursing home immobile and incontinent. Pt tried therapy off and on but was always in too much pain.

Event description:
Add'l info rec'd from MFR 3/23/2005: MFR's understanding from the rptr is the devices are still implanted. All four devices were implanted in 2003. Exactech filed four medwatch reports related to this voluntary report on 3/16/2005.